Event description:
Mesh erosion following anterior prolift + m. Original surgery was (B)(6) 2011. Erosion failed medical management and patient is now going for repeat surgery for transvaginal excision of eroded vaginal mesh.